Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication order discontinued in the electronic medical record (emr) was still appearing as active on station. There were no patient harm and no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication order discontinued in the electronic medical record (emr) was still appearing as active on station. There were no patient harm and no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hl7 issue. A technical support specialist (tss) found that the integration was working as expected, and the profile at the cabinet needed to be accessed for the order to reflect as discontinued in myqlink. The tss stated that once this was completed, the order was discontinued as expected, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.